Event description:
It was reported that during an unk procedure, the handpiece displayed an over temperature error code. The customer used another handpiece with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the handpiece was received with a loose mount. It was tested on a generator and was found to be functional. The handpiece was dis-assembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 4 or temperature issues to occur.